Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 600mg/dl. The customer indicated they have not changed their infusion set in 3 weeks and wanted to know if this would be an issue. Troubleshooting advised customer to change the infusion set every 2 to 3 days. Customer declined high blood glucose troubleshooting. No further troubleshooting was performed.